Manufacturer narrative:
Initial reporter address 1: 36 sanhao street, heping district. (B)(4). The returned trapezoid basket was analyzed, and a visual evaluation observed that the handle cannula was detached, and the working length was kinked. Under magnification, slight marks of the fastening screws were noted on the handle cannula. The tip of the proximal screw was pushed inward and the distal screw has a flat tip. Dimensional inspection confirmed the side car rx was pushed back approximately 2.5 mm which is out of specification. The depth and length of the screws were measured and found the length of both screws were less than the minimum tolerance. The reported event was confirmed. Based on all available information, it was determined that the most likely cause is attributable to the supplier of the screws. Due to the condition of the screws, the proper fastening is not given. So the force applied when activating the device causes the detachment of the handle cannula. The slight screw marks on the handle cannula are evidence that the fastening screws was not enough. Therefore, the most probable root cause for the problem of handle cannula detached is manufacturing deficiency since the failure was attributable to the supplier; an investigation to address this issue is in progress. The side car rx pushback and working length kinked could have been caused as consequence of the manipulation or the detachment of the handle cannula during the procedure. Therefore, the most probable root cause for this failure found during analysis is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter basket was used in the common hepatic duct during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, the trapezoid basket failed to open. Another trapezoid basket was used to complete the procedure. There were no patient complications as a result of this event. The investigation results revealed the handle cannula was detached and the side car - rx was pushed back; therefore, this is now an MDR reportable event.